Event description:
The consumer states while waiting for the elevator, the rim on his chair allegedly exploded and lodged into the wall of the lobby. The consumer allegedly dropped 6 inches. The following day he was allegedly in pain and went to the hospital, where he was referred to a surgeon. The extent of the alleged injuries is not known.

Manufacturer narrative:
No history to suggest a product problem. Chair reportedly was loaned to user and tire inflation pressure is unknown. Current user guide states "do not use your wheelchair unless it has proper tire pressure (p.s.I.). Do not over inflate the tires. Failure to follow these recommendations may cause the tire to explode and caused bodily harm. The recommended tire pressure is listed on the side wall of the tire." Nature of complaint suggests an over inflated tire. MDR filed due to alleged unconfirmed injury. User refused to disclose hospital and, or doctor that provided treatment and will not allow dealer to inspect the chair involved in the alleged incident.